Event description:
It was reported that this pacemaker was being removed for normal battery depletion. During the procedure, the leads were found to be stuck in the header. The physician used a bone cutter, to free the leads and the pacemaker was removed. The lead measurements were ok and thus, the leads were used with the new device. There was no harm to the patient. This product has not been returned. This report will be updated, should additional information be received.

Event description:
Additional information indicated that this device was returned and evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.